Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a restenosed lesion located in the heavily calcified, moderately tortuous, distal circumflex. Predilatation was being performed with the 2.5x15 mm trek rx balloon catheter; however, the balloon ruptured during the second inflation at 10 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. The device was changed to a 2.5x15 mm non-abbott balloon catheter and the procedure was completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.